Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting high pacing impedance measurements greater than 2,000 ohms (B)(6) days post implant. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the patient presented to the clinic and the pacing impedance measurements were trending downward and were currently at 1,050 ohms. A boston scientific technical services consultant discussed that it was not uncommon to see impedances rise with the implant of tined leads and then come down. The lead is able to provide pacing therapy. There were no plans for intervention and the patient planned to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local area sales representative indicated this patient planned to present to the clinic in the near future. At this time there is no further information available. If additional information becomes available this report will be updated.